Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse in (B)(6) of pt made mistake/break in aseptic technique and peritonitis coincident with dianeal therapy. On an unreported date, the patient began dianeal pd2 ultrabag (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was that the patient made a mistake/break in aseptic technique on an unreported date, the patient began treatment with vancomycin (1gm-ip-stat) and tobramycin (80mg-intravenously (IV)-stat). It was unknown if the patient was retrained in aseptic technique and if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.